Manufacturer narrative:
Manufacture narrative: cataract and secondary surgical intervention to remove/replace/reposition the lens, are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced cataract the lens explanted, and the problem was resolved, "reason for removal: cataract surgery." The cause of the event is unknown.